Event description:
During a right and left sacroiliac injection, the 27g needle snapped off the hub, which resulted in a hospital transfer to remove the embedded needle. Unknown current patient condition. No additional informatino provided. No samples available.

Event description:
During a right and left sacroiliac injection, the 27g needle snapped off the hub, which resulted in a hospital transfer to remove the embedded needle. Unknown current patient condition. No additional informatino provided. No samples available.